Event description:
It was reported that during a mandible reconstruction procedure, while bending a plate, the bending arm on the 2.0mm mlp bender-cutter (329.143) broke off. The broken fragment was retrieved. Surgeon used another bender-cutter to complete the procedure with no further problems. No adverse effect to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the smaller jaw of the duckbill feature used for out of plane bends is broken off. The fracture surface is homogenous and there is no indication of any material issues. There are brownish spots and discoloration on various surfaces of the parts and on the etching. Several wear marks and dents and dings exist on bending surfaces and the handles. The handles actuate easily as intended, but there is some squeaking as they move. The smaller jaw of the duckbill feature used for out of plane bends is broken off which has been noted on several prior complaints. An internal corrective action has been opened to address this issue. Dco 0605163 (released in june 2005) added a new laser etch marking on revision e of the instrument which states bend and cut up to 1.5mm thick plates only. Dco 10003358 (released in september 2006) implemented a design change on revision f of the instrument to allow the device to bend and cut thicker plates. The aforementioned complaint determined that the force required to cut or bend the 2.0 mm extra plates was greater than the force required to compromise the instrument and was deemed valid as a result. The returned instrument was manufactured in october 2005 to the revision e design and therefore cannot bend 2.0mm or 2.4mm plates. This is indicated on the device through the laser etch that states it should be used to bend and cut up to 1.5mm plates only. The ce2010 risk analysis (se255636, version aa) adequately addresses the complaint condition of the 2.0 mlp bender-cutter breaking due to the instrument being undersized. This risk is identified as less severe with a moderate severity of harm 2 and an unlikely probability of occurrence 2. The severity rating of 2 is appropriate because it addresses the minor prolongation of surgery. The extensive wear on the returned bender-cutter and the age of the device suggests it was used beyond its useful life. Therefore, this complaint is invalid from a design perspective. The design was reviewed, is adequate for its intended use and did not contribute to this complaint condition. The returned device was manufactured in october 2005 and is over 7 years old. The extensive wear on the returned bender-cutter and the age of the device suggests it was used beyond its useful life. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.